Event description:
Healthcare professional reported unknown side "damage suspected as expansion feeling disappeared during additional injection after full expansion. Although feeling of volume decreased, CT showed no obvious abnormality. The reconstruction had been completed without imputing te again at the early stage." Device was explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.